Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51-54 mg/dl; cause was not known. Reportedly, the customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.